Event description:
The pt ingested the smartpill capsule on wednesday morning ((B)(6) 2011). She had no difficulty swallowing the smartpill. On saturday evening ((B)(6) 2011) she vomited the capsule up and chocked on it. She had to do the heimlich on herself and actually pulled the capsule from her throat. She reported to the doctor that she is doing okay, except her throat is a little sore from the capsule coming up.

Manufacturer narrative:
Obstruction. Device lodged because of pt physiology.